Manufacturer narrative:
Batch review: reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot: 2510883: (B)(4) items manufactured and released on 30-june-2025. Expiration date: 2030-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot: 2409255: (B)(4) items manufactured and released on 20-aug-2024. Expiration date: 2029-08-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: implant dislocation is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
At about 3 months after the primary, the patient came in presenting pain associated with a dislocation of the glenosphere and liner. There was no indication of trauma. The surgeon revised the glenosphere from a d 36 lat to a d 39 lat and the liner from a size d 36/+3mm to a size d 39/+6mm. The surgery was completed successfully.